Event description:
Additional information: it was reported that in 2007-(B)(6) patient's pump was re-programmed. The medication dose was doubled and a refill date for 2008-(B)(6) was scheduled. It was noted that "everything seems to be healing well, a bit of irritation of the skin, thinks from betadine". On 2008-(B)(6) "a request to manage po meds" was noted. On 2008-(B)(6), the patient was doing well and it was planned to infuse 20ml of 25mg/ml of morphine via the pump on her next refill visit in (B)(6). On 2008-(B)(6) the concentration and the dosage of morphine were upped: morphine 25mg/ml at a daily dose of 3mg. On 2008-(B)(6) patient wanted her pump increased due to increasing amounts of back and leg pain. Her pump was readjusted to 3.5mg/day of morphine. It was stated that "this will only affect her low back, it will have no affect whatsoever on her upper back, her shoulder or her headaches". The next refill was planned for (B)(6) 2008.

Event description:
Additional information: it was mentioned that the patient was re-injured on (B)(6) 2010, but no information was provided on that injury. It was unclear when this occurred, but it was reported that the patient had difficulty standing up and her leg kept giving away. The patient had fallen flat on her face. It was also reported that the patient was allergic to sulfur and had morphine sulfate in the pump. The ¿blood coming through the surface¿ of the skin was stated to be because the patient was allergic to sulfur. ¿once the blood hit the surface of the skin, it turned to black because it couldn¿t get air.¿ it was alleged that the dose decreases were the reason the patient had fluid around her heart. It was reported second hand that the patient¿s diagnosis changed to ¿osteoarthritis with ankylosis spondylosis.¿ the patient currently had severe pain in her spine.

Event description:
It was later reported that the patient still does not have a pain pump physician.

Event description:
Additional information: it was reported that an alarm was heard, telemetry did not confirm alarm. There were currently no medications in the pump and the pump had been alarming since (B)(6) 2012. Patient was nauseated and "on implant failure". It was stated that patient's current hcp was not willing to see her; patient was searching for another hcp. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was stated that the pump had been empty since (B)(6) 2011. Since last month, "the pump was causing patient's foot to turn blue, causing her leg to give out, blood to come to the surface of her foot and calf, and causing her heart to be under severe strain"; "hcp had overdosed once". It was later reported that the pump alarm was heard, telemetry was not performed. It was stated that patient heard "one of five" alarms that the pump makes and that it was getting quieter. Patient was looking for a hcp.

Manufacturer narrative:
(B)(4).

Event description:
On 7/3/2014 information was received from a healthcare professional (hcp) indicating that they were not aware of any issue with the pump other than it would need to be replaced soon as a normal replacement. The patient was referred to a few neurosurgeons though they were not working with the patient. The patient had not had medications in their pump for over a year due to not being able to find a doctor to fill the pump. They had been fired by their previous doctor due to behavioral issues and since then no one would take the patient on. The alarm was low reservoir due to no medications in the pump. They were unsure of what was meant by "fleshy stuff" over the catheter. On 7/10/2014 information was received from a representative indicating that the patient's pump was currently off or in minimum rate mode, though they were not sure. The patient was seeing a doctor on (B)(6) 2014 for a pump replacement consult, though no dates have been set yet. Another doctor was to be the refilling physician once the pump was replaced.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The patient had many complaints about the pump and stated that the dry pump was causing seizures, which were currently being monitored by her primary care doctor.

Event description:
It was reported that the patient believed that she was "bolused at a refill" and was "knocked out" after a refill. The drug dose was decreased and patient did not want that. Patient "now has fluid around her heart, has symptoms and believed that this was because of the pump." Patient was currently searching healthcare providers (hcp) to manage her pump. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, lot#: l60027. Implanted: (B)(6) 1999, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced a change in therapy effect. The patient experienced a return of symptoms, underdose and withdrawal. The patient missed a refill. A nurse called the patient's hcp's office requesting a medication decrease, but the nurse didn't get the order until 2011-08-05. The patient was "on implant failure" since her last refill on this date. The implant failure was the pump batteries. Currently, the pump battery had been alarming every 10 minutes since 2012. The pump had been "dry pumping" since the end of (B)(6) 2012. The patient was out of medication. The last time the pump was interrogated, it took almost 18 months for it to be done. It was noted that the alarming could have been silenced since the patient hadn't had a lot of sleep. On 2014-04-22, the patient's hcp wrote a referral for a neurosurgeon for pump replacement. The patient was currently trying to get her records to the neurosurgeon. At the time of this report, the pump was empty and the patient was seeking a new physician. The patient also experienced strain on her heart from when she didn't get the pump refills and then the long process of starting medications and being taken off them again. There was no one to take the patient slowly off of the medications. It was noted that pump was recently interrogated. The patient was currently "stuck in a 7 day ordeal" trying to get information from one doctor to another. It was currently her 8th or 9th day trying to do this. It was noted that healthcare providers (hcp) would not take the patient's insurance. The patient was told to go to her primary care provider (pcp), was then told to go back to her managing pump hcp. When the patient did this, she was told that there was nothing else he could do and the patient was dismissed from the doctor. The patient could only have one hcp in her state managing her oral or pump medication. The patient told an existing hcp this and dropped him so that she could follow-up with her managing pump hcp. The patient was sent to a hospital to get a refill and it was stated that "either she took the last refill on it or it slows down medication". It was also reported that the patient had "fleshy stuff" over the catheter tip from not being used. This is why the patient's hcp didn't want to use the current pump, as he was told it grew bacteria. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).